Event description:
Beckman coulter, inc. (Bec) contacted customer per (B)(4). Customer reported that the unicel dxc 600i synchron access clinical system generated some non-reproducible false positive troponin I (accutni) results. Customer reported that the erroneous results were not reported out of the laboratory. Customer reported that they used gel green top tubes and the samples appeared to be fibrin free. Customer reported that they did not re-spin the samples prior to repeat. Customer did not provided any specific data. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Customer did not request service from bec. Root cause is unknown. Reagent used in conjunction with unicel dxc 600i synchron access clinical system: catalog no.: a78803, brand name: access accutni reagent pack, 100 determinations, 2 x 50 tests. (B)(4).